Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial testing of the sample on cobas 8000 e 602 module serial number (B)(4) had error messages indicating a clotted sample. The clot was removed and the sample was repeated on cobas 8000 e 602 module serial number (B)(4) with a result of 14.15 iu/l. This result was reported outside of the laboratory and was questioned by the clinician. The sample was repeated on both analyzers and the results were 4693 u/l, 4265 u/l, and 4928u/l. These results closely matched the patient¿s presentation and history. There was no allegation of an adverse event. The reagent lot number was 25919900. The expiration date was requested but was not provided. It was assumed there was possibly a small clot still present in the sample which affected aspiration of sample.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided data, general reagent or instrument issues were not suspected.